Event description:
It was reported the user was unable to insert the sheath/dilator into the blood vessel because the tip was too soft. The device was replaced and inserted without problem. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one dilator and peel away sheath for analysis. Signs of use were observed on the returned dilator body. Visual analysis revealed that the dilator tip appeared deformed and frayed. Microscopic examination confirmed the defect. The appearance of the defect seems consistent with damage due to undue force applied during insertion. The overall length of the dilator measured 3 6/8", which is within the specification limits of 3 5/8" - 3 7/8" per the dilator product drawing. The outer diameter of the dilator measured 0.0595" which is within the specification limits of 0.059" - 0.061" per the dilator extrusion graphic. The inner diameter of the dilator at the proximal end measured 0.024" which is within the specification limits of 0.022" - 0.026" per the dilator extrusion graphic. The inner diameter of the dilator at the distal end could not be measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." A lab inventory guide wire was threaded throughthe sheath/dilator assembly, and minor resistance was experienced at the location of the damage at the distal tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage.". The customer report of a dilator tip damage was able to be confirmed through investigation of the returned sample. Visual analysis revealed that the dilator tip was deformed and frayed. The dilator passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user was unable to insert the sheath/dilator into the blood vessel because the tip was too soft. The device was replaced and inserted without problem. No patient injury or harm reported. The patient's condition is reported as fine.